Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the the pump's infusion volume was too high. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, damaged air detector, bubbled "dso" seal, and scratched lens. No evidence to review in the even history log (ehl). Per functional testing, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The complaint was confirmed. The root cause was over delivering from the expulsor. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Action taken was "trim expulsor".